Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0212356095 product type lead product ID 388928 lot# 0212356095 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), ins setscrew backed out too far. The implantable neurostimulator (ins) passed functional testing; however, the setscrew was backed out too far. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the lead, model 3889-28, serial/lot no. Unknown, found lead body conductor broken (overstress/damage), no significant anomaly. Analysis identified that the #2 conductor were broken in the body of the lead; consistent with explant damage. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Analysis determined the #2 conductor is broken where the conductor coils were crushed 5.6 cm from the distal end. There are suspected tool marks in the outer insulation at this location. Conductor wire(s) {was//were} broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that initially the patient had good effect from their device. The patient had a return of symptoms some time ago (date unspecified). The patient¿s healthcare provider tried all programming options and elected to do a 2nd lead trial. The patient¿s healthcare provider proceeded with this procedure and removed existing lead. At the last moment, the patient¿s doctor changed their plan and elected to connect the iead to the existing ins. It was noted that there was old blood in header block of ins. The patient¿s ins was replaced. The patient had a fall on their buttocks some weeks earlier and no x-rays were obtainable. It was also noted that the patient also had a pain neurostimulation system. The patient had increased voltage on all programs to approx. 8 v and a very small stimulation was felt on each program. An impedance test was completed on the new system and was found to be within range. The issue was resolved at the time of the report. The patient was reported to be alive with no injury. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.